Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a surgeon performed a revision on a patient's left hip after a patient's fall caused a periprosthetic fracture, distal to the stem. Patient was revised to a restoration modular stem. The rep reported that explants will not be returned and that no further information or records are available to him due to hospital policy.